Event description:
A caller reported a malfunction on their pump, specifically a malfunction code "malf 1," with a fault ID of 1-0x279f. There was no adverse impact to the customer¿s blood glucose level. Technical support has arranged to replace the pump, sending a new pump with updated software. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.